Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor system. Motor passed motor test. Insulin pump was unable to perform occlusion test due to motor error alarm. Insulin pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer's blood glucose level was 332mg/dl at the time of the incident. Customer treated with bolus. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump's history contained more than one motor error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.